Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device would not discharge. However, after the second shock was attempted the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.